Event description:
Vaccines administered to patient and medical safety device activated on needles. Rn(registered nurse) picked up empty vaccines with attached safety devices activated and needle stuck middle finger of left hand. Needle was not contained by safety device. Plastic in safety device did not allow needle to be fully contained by safety closure. Exposure control protocol initiated. Exposure labs collected and sent for analysis.